Event description:
It was reported that this right ventricular (rv) lead was implanted with adequate measurements, however, during the left ventricular (lv) lead implant, the rv was noted to have decreased r wave amplitude and intermittent capture. A micro-dislodgment was suspected as there was no obvious displacement on x-ray, therefore, the rv lead was retracted and repositioned with adequate measurements. After approximately 10 minutes, the rv lead measurements started to become unsatisfactory with no capture. The lead was repositioned 2 more times without success. Subsequently, the rv lead was removed prior to pocket closure and another lead was successfully implanted. No additional adverse patient effects. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than surgery-related damage, which is not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement, failure to capture, difficult to insert and low amplitude.

Event description:
It was reported that this right ventricular (rv) lead was implanted with adequate measurements, however, during the left ventricular (lv) lead implant, the rv was noted to have decreased r wave amplitude and intermittent capture. A micro-dislodgment was suspected as there was no obvious displacement on x-ray, therefore, the rv lead was retracted and repositioned with adequate measurements. After approximately 10 minutes, the rv lead measurements started to become unsatisfactory with no capture. The lead was repositioned 2 more times without success. Subsequently, the rv lead was removed prior to pocket closure and another lead was successfully implanted. No additional adverse patient effects. The lead was returned for analysis.